Event description:
On (B)(6) 2012, the lay-user/patient's pharmacist contacted lifescan from (B)(6) alleging a strip issue with the one touch verio test strips. It was noted that the pharmacist was not able to determine the issue with the test strips. The patient's pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's pharmacist claimed a strip issue with the one touch verio test strips. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.